Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v565872, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced intermittent bulging of superficial implantable neurostimulator (ins) and it was uncomfortable. At time of report even was still ongoing and no action had been taken. The patient had lost a significant amount of weight of about 29 pounds since implant. Additional information reported the stimulator was revised on (B)(6) 2014 and the event was considered resolved without sequelae.

Event description:
Additional information reported there was also discomfort at the stimulator site.